Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this pacemaker device had a pulse rate of 124 and was not sure if device was working. There was no further information received. As of this time, the device remains in service. No adverse patient effects were reported.